Event description:
It was reported right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information received which indicated that the rv lead was explanted due to dislodgment and was not capturing at high outputs. The lead will not be returned for analysis.